Event description:
A malfunction on the pump was reported by the caller. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support helped the caller reset the pump, which resolved the issue, and the same malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappears, which the caller acknowledged and understood.